Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 208 (mg/dl). At the time of the initial call, customer reported that they did not have backup insulin therapy available. Recommendation was made to contact a health care provider to obtain backup insulin therapy. Multiple attempts were made by tandems technical support to obtain additional information; however, no additional information regarding this event was provided.